Event description:
Procedure was a perforated appendix on an obese pt. Laparoscopic case converted to open, about 3 hrs in length. At end of case rlq incision was loosely closed with skin stapler, but stapler was malfunctioning, stapler would jam and not release and skin edges did not oppose correctly. I tried several times with same result and unable to get good skin closure. In frustration, stapler was tossed toward garbage and new stapler was used. Had similar difficulty with new stapler, was tried by scrub rn (B)(6) and again difficult to apply skin staples properly. Wound edges were ultimately approximated, however, next day in ICU when dressing was changed 75% of rlq incision staples were "hanging by a thread" and ...